Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Minor lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, unable to performed displacement test due to blank display anomaly.

Event description:
Customer reported via phone call that there was fluid under the lcd display. Customer's blood glucose was unknown. Device was exposed with moisture. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.